Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose continued to rise even after treating with manual injection. Customer's blood glucose was 84 mg/dl, 333 mg/dl, 393 mg/dl, and 421 mg/dl. Customer was advised to seek medical attention due to blood glucose continuing to rise even after manual injections. Customer declined seeking medical attention stating that having blood glucose in the four hundreds is normal as he has had blood glucose as high as 600 mg/dl and states that blood glucose may suddenly drop which had happened before. Customer was advised that company representative would call back in thirty minutes to follow up.